Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the device had no power due to a faulty power supply. Additionally, the video connector had a bent pin. These components will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the visera elite video system center would not power on. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause for the reported event could not be provided. However, based on the results of the investigation, a likely cause for this event is an accidental malfunction of the power supply unit. Using the device under high temperature and humidity can result in a faster deterioration of that component. Olympus will continue to monitor the field performance of this device.